Manufacturer narrative:
Product event summary: analysis confirmed the reported issue; the main printed circuit board (pcb) was electrically out of specification. It was also found that both liquid crystal display (lcd) wires were pinched.

Event description:
It was reported that the external pulse generator (epg) was displaying an error code. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection revealed no anomalies. Bench analysis found that the device powered on to an error. The eeprom (electrically erasable programmable read-only memory) was replaced. All tests then passed on the automated test console. There were three different errors noted in the logs. Conclusion: the reported event was confirmed that there was an error upon power-up. The failure was caused by a corrupt eeprom. The two other errors were confirmed in the log but could not be reproduced on the bench. If information is provided in the future, a supplemental report will be issued.